Manufacturer narrative:
A supplemental MDR is being submitted due to medical records review. Sections b2, b5, b7, g6, h1, h2, h6: health effect impact code, and h11 sections have been updated.

Event description:
It was reported by the field clinical specialist (fcs) that during a transfemoral tavr using a 29mm sapien 3 ultra resilia valve, the pusher was not brought back all the way on the 29mm commander deliver delivery system (ds) causing the valve to embolize into the ascending aorta. This was noticed early so the valve was flared out on one side, they were able to recapture the valve and place it under the renal arteries in the descending aorta. They were able to use the edwards balloon on the ds to stabilize the valve then used the 26mm x4 4.5cm gore excluder stent to secure the valve and pushed the leaflets out. There was a dissection in the descending aorta near the celiac artery. A 34mm gore conformable stent graft was placed to stop the bleeding. A second 29mm sapien 3 ultra resilia valve was successfully placed. Medical records were received and reviewed, the patient had been admitted with acute congestive heart failure and due to severe aortic insufficiency of the 29-mm freestyle aortic root bioprosthesis. Due to the comorbidities, the patient was felt to be a high-risk candidate for surgical aortic valve replaced and it was decided that a tavr valve-in-valve procedure was the best option. As the valve was being deployed it ''popped out into the descending aorta''. Multiple retrieval attempts, including buddy balloon technique, were unsuccessful. The decision was made to deploy the valve in the descending aorta. Pacing was started at 200 and the valve continued to ''watermelon seed'' making deployment not possible. At that point, aortic tear was noted, and patient became hypotensive but remained relatively stable. Emergent tevar (thoracic endovascular aortic repair) was performed with endovascular stent graft placement to repair descending aortic rupture. A second 29-mm sapien 3 valve was successfully implanted in the original bioprosthesis at nominal volume. Vascular surgeons were now present. Under fluoroscopic guidance, the embolized valve was pulled down into the infrarenal abdominal aorta where it was deployed and secured with a core graft inside. ''The patient remained critically ill. Of note, there was a hematoma compressing the left atrium. The patient was given blood products during the case as well.'' Postoperative course was complicated by acute renal failure, acute respiratory failure, and bacteremia. Despite treatment, patient's condition deteriorated. Code status was changed to do not resuscitate. Patient expired on postoperative day 34. Cause of initial valve embolization was not documented. Death appears related to cascade of post-tavr complications combined with patient comorbidities.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: device code, type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for inflation difficulty and/or incomplete inflation and inability to withdraw system with valve through sheath are unable to be confirmed as no device or imagery were returned for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Per the instructions for use (IFU), users are instructed to verify that the flex tip is positioned at the triple marker to ensure full balloon inflation during deployment and maintain stability of the delivery system during thv deployment. In this case, the user failed to retract the flex tip to the middle of the triple marker. Deploying the valve under this condition prevented the balloon from fully expanding on the proximal side, resulting in asymmetrical deployment. Such uneven deployment can cause the valve to embolize toward the aorta, as reported. As such, available information suggests that use error (failure to retract the flex tip prior to deployment) may have contributed to the reported event. In this case, the valve was partially expanded at the distal end and embolized toward the aorta. Attempts to withdraw the partially expanded valve through the sheath could have resulted in difficulty due to its large profile. Additional manipulation to overcome these withdrawal challenges may have caused the aortic dissection. As such, the available information suggests that procedural factors (withdrawal of a partially expanded valve) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
It was reported by the field clinical specialist (fcs) that during a transfemoral tavr using a 29mm sapien 3 ultra resilia valve, the pusher was not brought back all the way on the 29mm commander deliver delivery system (ds) causing the valve to embolize into the ascending aorta. This was noticed early so the valve was flared out on one side, they were able to recapture the valve and place it under the renal arteries in the descending aorta. They were able to use the edwards balloon on the ds to stabilize the valve then used the 26mm x4 4.5cm gore excluder stent to secure the valve and pushed the leaflets out. There was a dissection in the descending aorta near the celiac artery. A 34mm gore conformable stent graft was placed to stop the bleeding. A second 29mm sapien 3 ultra resilia valve was successfully placed.